Manufacturer narrative:
Work order passed and no failure was found. System powers up, posts and boots normally. Hdd and ram report no errors. System passed systest and all required testing. No performance issues observed throughout fa/refurb process. The issue was not able to be duplicated and no fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the pc was very slow and the batteries did not hold charge when removed from power source. There was no patient present.